Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/1/2024, a facility notification was received via email regarding the pmcf study. The facility representative reported that a patient with an arthrex swivelock implanted is experiencing both deep and superficial infection. The physician reported the infection was unrelated to the implant device. The patient has been treated with antibiotics and was given additional treatment. The occurrence date was not disclosed by the physician. A shoulder remplissage procedure was performed to repair the patient's glenohumeral instability.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.